Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar maryland forceps (bmf). Review of the provided image notes that it shows the distal end of the instrument. Part of the white plastic pulley was disengaged. The disengaged piece was seen outside the body. The blue energy cable was disengaged. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic endometriosis resection procedure, near the end of the robotic part of the procedure, the bipolar maryland forceps broke and the white plastic part inside the jaws detached and fell into the abdominal cavity. The broken piece was identified and removed successfully, and the surgery was completed without further issues. There was no patient injury.